Event description:
Reporter noted a posterior capsule tear had occurred during procedure; anterior vitrectomy required. Vitrector would not cut. Tried another probe without improvement. Doctor had to finish case manually. Feels it was a system problem.